Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6), 2014 to reposition the electrode due to a lack of cortical responses. The implanted device remains.